Event description:
It was reported that a malfunction code, malf 2, was displayed on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in performing the reset. Following the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues arose again.